Event description:
One 12mm x stop interspinous decompression spinal implant was inserted at l4-l5 while the patient was reportedly in a prone position. It was reported that the surgeon experienced difficulty placing implant due to spinal anatomy. A spinous process fracture occurred at the cephaled curve of l5. Surgeon put patient in brace to limit movement for two weeks following surgery.

Manufacturer narrative:
H6: device not returned. No conclusion can be drawn at this time.